Manufacturer narrative:
Complaint conclusion: during a procedure to the right iliaca communis, it was reported it was difficult to advance the powerflex pro balloon dilatation catheter through the 90cm sheath and after dilatation of the target vessel the catheter got stuck in the sheath. Balloon and sheath could be removed together successfully. There was no patient injury. Brachial vessel access was used for the procedure due to poor vessel condition in the groin area. The physician decided for access at the left a. Brachialis. The product was stored according to instructions. Three devices were returned for analysis. Two non-sterile units of powerflex pro 8mmx4cm 135cm balloon catheter (bc) and one non cordis sheath introducer unit were returned. The units were identified as units 1, 2 and 3. Unit number 1, a powerflex pro 8mmx4cm 135cm balloon catheter was returned stuck inside of a non cordis sheath introducer. Per visual analysis, the powerflex pro appeared compressed and elongation was observed along the body/shaft. Dried blood was also noted inside the devices which prevented their separation. Unit number 2, a powerflex pro 8mmx4cm 135cm balloon catheter was returned with a non cordis guide wire stuck inside of it. Several damages were noted on the non cordis guide wire. The devices were successfully separated and the bc was noted to be bent at 52 and 64 cm, with slight elongation apparent. Unit number 3, a non cordis sheath introducer was received. Functional analysis and measurements of internal dimensions could not be performed due to the damages observed in the units returned. Microscopic analysis confirmed the findings by visual analysis. A device history review (DHR) could not be performed as lot numbers were not provided. The events reported by the customer as ¿pta system/ resistance/friction-outer body¿ and ¿pta system/ withdrawal difficulty-through guide/sheath¿ were confirmed due to the condition of the devices returned and analyzed. Based on the information available for review, the condition of the devices and the damages (elongation, compression and bent) noted during analysis may have contributed to the reported resistance/friction and withdrawing difficulty. The product analysis suggests that the event experienced by the customer is unlikely be related to the manufacturing process however it was not possible to perform a DHR review as no lot numbers were provided; therefore, no corrective/preventive action will be taken

Event description:
During treatment to the right iliaca communis, it was reported it was hard to advance the powerflex pro catheter through the 90cm shuttle sheath and after dilatation of the target vessel the catheter got stuck in the sheath. Balloon and sheath could be removed together in total success. There was no patient injury. Brachial vessel access was used for the procedure due to bad vessel condition in the groin area. The physician decided for access at the left a. Brachialis. Product was stored according to instructions. One device will be returned for evaluation. No further information is available.

Manufacturer narrative:
(B)(6). Concomitant medications: shuttle sheath the product is available for evaluation and testing; however, it has not been received to date. Additional information will e submitted within 30 days of receipt.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.